Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be torn over the down arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, all the keypad buttons responded normally. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The audio bolus button was noted to be partially detached but was responsive when tested.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump buttons were intermittently responding. The reporter indicated that the patient had discontinued pump therapy related to the button response issue but wished to start up pump therapy again. The reporter confirmed that there was no known damage to the keypad. This report is made based on the allegation of the button response issue.